Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was unable to be performed because the device would not boot up. Therefore, a data log could not be retrieved. The receiver case was opened for further evaluation. An interior inspection observed moisture damage. Due to the condition of the device, the reported event of an intermittent audio output was confirmed. The root cause was determined to be moisture damage.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The patient's mother did not report any injury or medical intervention.